Event description:
Snap fit insert did not snap fit properly after achieving placement. Insert dislodged during reduction. Replaced with another insert of the same catalog number. There was no adverse consequence to the patient.

Manufacturer narrative:
Summary of evaluation: evaluation results although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra operative procedure.